Event description:
It was reported that the images on the 9800 system are dark and the kv/ma is not tracking up or down. The case was completed after system reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, found images with low technique. Replaced the ccd camera and made necessary adjustments. The system was tested and found to be working as intended and placed back into service.